Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level read "high," a specific value was not provided. The customer addressed the elevated blood glucose by administering a manual dose injection. Technical support instructed the caller to perform several troubleshooting steps with the insulin delivery system. Despite recurring alarms, these steps eventually led to a successful bolus delivery, and insulin therapy was resumed.